Event description:
It was reported that patient received multiple shocks. The right ventricular lead showed noise, non-sustained episodes, and increased impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg implantable cardioverter defibrillator (B)(6) 2012; 4194 implantable pacing lead (B)(6) 2012. (B)(4).